Event description:
It was reported that the external pulse generator (epg) was in use on a patient, with a setting of 40-45 ppm (pulses per minute). The patient's rate was 60. Suddenly, the epg started pacing the patient at 150 ppm. It was switched with another device, without further incident. The customer's clinical engineering department tested the device, with an initial setting of 45 ppm, and a rate of approximately 150 ppm was measured. The rate was observed to decrease slowly over a few minutes, to the set rate of approximately 45 ppm. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the reported event. The output connector was found to be out of specification and was replaced.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.